Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. During use, the hinge of the bending part was broken. The broken part fell out into the cavity of the patient but was retrieved. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.